Event description:
Info received indicates the bed has no power due to fluid ingress onto the power distribution circuit board.

Manufacturer narrative:
The technician replaced the power distribution circuit board to repair the bed.